Event description:
On (B)(6) 2011, the fire department's captain contacted lifescan (lfs) alleging that they were experiencing an inaccurate high issue with their one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The captain reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7:51 am when they were called to a patient's aid. They obtained a glucose result on a female patient of '73 mg/dl' on the subject meter and '30 mg/dl' on an emergency room meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The captain did not know what kind of medications the patient was taking to manage her diabetes and whether or not she had made any changes to her usual routine. He claimed that they were called to assist the patient and found her 'incoherent'. They tested with their glucose meter and took her to the emergency room where her glucose was tested again with an ER meter (results listed earlier). The reporter stated at an unknown time, the patient was treated in the ER with IV glucose. During the initial call with customer service, the agent noted that the patient was using the meter set to the correct unit of measure, an appropriate testing technique, an approved sample and good unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (12/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips, involved with this complaint, for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.